Event description:
It was reported by the patient that the device is putting "sparks into their body and up into their head." The patient also states that their heart is too fast. Follow-up was conducted to obtain information on the patient and whether these issues are device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).